Event description:
The user facility reported a patient in postcardiotomy cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Same day as implant the patient experienced serious adverse events, the device had low pump flows, and subsequently, the patient passed. There were suction alarms above p-level p-5; however, the physician noted good pump placement. The serious adverse events experienced were limb ischemia intermittent pedal pulses and bleeding from the nasogastric tube which required four units of red blood cells and a lasix IV. The patient remained on support; however approximately three days later, the patient coded (ventricular tachycardia arrest) and was deemed "no cardiopulmonary resuscitation." Care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system-section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).